Event description:
Customer's ot ultra would not power on. Lfs representative checked the test strips. The electrodes of the tests strips were pasted with foil and the one touch ultra meter didn't turn on. Lfs representative phoned the customer to get more information. During the conversation pt stated that pt could't use the meter during the last days of their summer holidays. Pt was abroad and couldn't get any test strips. So pt dosed the insulin based on their feeling. Pt stated that this was a very unsafe and critical situation for them but they confirmed that nothing had happened. The strips have been replaced for the customer.